Event description:
A peritoneal dialysis (pd) nurse reported during a follow-up call that a patient had been hospitalized multiple times. The pd nurse reported the patient was not on therapy before being taken to the hospital on (B)(6) 2014 and the patient was diagnosed with hypercalcemia and hyperglycemia. The patient was discharged from the hospital on (B)(6) 2014. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.